Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3 reference MFR report #: 3006705815-2019-02457, 3006705815-2019-02458. It was reported that the patient was not receiving adequate therapy due to experiencing a fall causing lead fracture. As a result, the patient's scs system explanted and replaced. Therapy was restored post-op.

Event description:
Device 3 of 3. Reference MFR report#: 3006705815-2019-02457. 3006705815-2019-02458.